Manufacturer narrative:
Result: dried grease on locking mechanism.

Event description:
It was reported by service report that the siderails could not be locked into position. No pt involvement or adverse consequences are reported.